Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead implant procedure, the cps courier guidewire fractured, leaving approximately 5 cm of the guidewire in the vein which could not be retrieved. The lead implant procedure was completed successfully. The patient was in stable and satisfactory condition post procedure.